Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 05/17/2016 with the following findings: during investigation, the pump was powered on with a dim, discolored display. A visual inspection of the pump revealed two cracks in the battery compartment. Unrelated to these issues, testing revealed the time and date reset to default settings. The pump was opened and evaluation revealed the internal clock battery on the circuit board had failed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The pump was returned for investigation. Investigation revealed a dim, discolored display. Evaluation also revealed that the battery compartment was cracked in two places. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 05/17/2016